Event description:
It was reported that using a femoral artery access approach during a revascularization procedure of the heavily calcified, unspecified restenosed stent in the right coronary artery (rca) pre-dilatation was completed using a 2.5 x 15 mm unspecified balloon dilatation catheter and the xience v stent delivery system (sds) was delivered to the lesion without resistance or issue. It was noted that the balloon would not inflate when pressure was applied using the indeflator. The device was removed and additional pre-dilatation was performed; the xience v was re-inserted and delivered. During the attempt to inflate blood backup was noted and the balloon did not inflate; the technician stated the dial on the indeflator kept spinning and there was no pressure reading on the dial. The device was removed without issue. A 4.0 x 8 mm xience xpedition sds was used successfully in the procedure with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for inflation issue reported from this lot. It should be noted that the xience v nano everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.